Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for via phone call for unexpected battery power loss. The patient¿s blood glucose level was unknown. Customer reported replace battery now alarm . Customer reported that they received a low battery alert prior to the replace battery now alarm. The customer stated that the battery was not previously used. Customer reported that this is the second occurrence of replace battery now in less than 10 hours after low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within specifications and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm noted during testing.